Event description:
It was reported that an interlink buretrol solution set¿s off-white ¿stopper¿ fell into the buretrol chamber. This occurred during infusion. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Visual inspection of the device revealed that the vent was open and the top cap septum had been dislodged into the burette chamber. Microscopic inspection was performed on the septum which identified two off center entry sites in the septum. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The customer contacted baxter to advise that their nursing staff used a twinpak using the blunt white end, and when they inserted the blunt end, the yellow stopper was pushed in. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.